Event description:
During an initial implant procedure on (B)(6) 2021, it was noted that the right atrial (ra) lead had dislodged. The physician had difficulties retracting and extending the helix while trying to reposition the ra lead, and thus decided to use a new ra lead. Further information was requested but not received.

Event description:
Additional information reported the patient's status throughout the procedure was stable.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to dried body fluids in the helix housing. Analysis was normal. No anomalies were found.